Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning for low impedance. It was also reported that there was diminished sensing on the ra lead. The right ventricular (rv) lead was reported to have high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.